Manufacturer narrative:
The reported field events inability to interrogate and premature battery depletion were not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found.

Manufacturer narrative:
Maude report was received mw5071783.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. It was noted that the pulse generator exhibited loss of telemetry communication and could not be interrogated. Three programmers were used and telemetry tests were run without any successful attempts. Previous device longevity estimate was 5.7-7.5 years in (B)(6) 2017. The device was explanted and replaced since premature battery depletion was suspected. There were no issues, the procedure went well.